Event description:
It was reported that during the attempted implant of the lead, the fixation helix stopped extending and retracting. The lead was removed and returned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fracture (overstress); the full lead was returned for analysis. Further testing revealed that the distal conductor is distorted, the outer insulation is kinked/buckled, blood is in/on the helix mechanism, the lead stretched, and the lead was damaged at implant. It was noted that the lead was received with the distal coil distorted and fractured within the connector. At this time it isn't possible to test the helix.